Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to the keypad traces and with corroded battery tube. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at display window corner and cracked battery tube threads.